Event description:
The user reported the cable to the hematocrit saturation probe was broken. The monitor was used for the procedure, with the exception of the hematocrit saturation probe. There were no reported adverse consequences to the patient as a result of this event.